Manufacturer narrative:
Upon evaluation the cord broke at the junction between the spacer and the spool. Observations of the returned implant indicate the failure mode of the implant was the breakage of the pet cord portion approximately 18.5mm from the end spool. This is a portion of the implant where the cord is continuous material and is not crimped as at the spool or at the crimp. The device was implanted from l3-s1 for approximately seven years; it was only after removal that it was discovered the implant cord had broken. The exact cause of the breakage cannot be determined. The revision surgery was performed due to a collapsed l3-l4 disc space and adjacent level breakdown at l2-l3, and not due to the breakage of the pet cord.

Event description:
It was reported to globus a patient required a revision surgery. The revision was required due to collapsed l3-l4 disc space, and adjacent level breakdown at the l2-l3. The original surgery was performed (B)(6) 2009, the construct was l3-s1 with cages at l4-l5 and l5-s1. Upon removal of the transition implant, it was discovered one of the cords was broken.